Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the end user being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.

Event description:
The complainant reports the foley catheter was leaking urine and 'came out from the pt during use'. Additionally, the complainant reports after the foley catheter came out, the retention balloon was found to be 'burst'.